Event description:
It was reported that the non preloaded intraocular lens (iol) was explanted from patient's left eye in a secondary procedure as the patient had changed mind. The explanted lens was replaced with the same model lens with 2.25 diopter. There was no medical/surgical intervention required. The patient had fully recovered. No other information is available.

Manufacturer narrative:
Section a2, a3b, a4 and a5: unknown/ asked but not available. Section e1 initial reporter : surgeon's email ID and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction : upon further review, the events of explant was reassessed as not reportable as there is no allegation or deficiency reported against the lens. It seems to be a miscommunication of patient expectations between the physician and the patient. Based on the information reported, the patient desired outcome was not met, therefore, the patient requested a change in target. Hence, the information from the initial MDR pertaining to the earlier mentioned codes and reportability (section b1 and b2) are no longer applicable and case is considered as not reportable. There will no longer be any further reporting under MFR report number 3012236936-2024-0001481. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 05/22/2024 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection was performed on the suspect product and found the lens was cut in half with the two halves stuck together. The lens parts were separated, and damage occurred to one half while separating. The lens was cleaned and inspected and cosmetic damage to the optic body was observed. No further evaluation was performed. Conclusion: the complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.